Event description:
It was reported that a dissection occurred. The patient presented for a percutaneous transluminal coronary angioplasty of a de novo (progressive) lesion in the left anterior descending artery (lad). The lesion was predilated with a semi compliant 2.0 x 12 balloon. After the 2.75 x 48 synergy ii drug eluting stent was implanted, a dissection was noted at the proximal edge of the stent. Another 3.0 x 16 synergy stent was placed to treat the dissection. No further patient complications were reported. It was further reported that the 90% stenosed target lesion was located in the mildly tortuous and mildly calcified mid left anterior descending artery. The stent was deployed at 11 atmospheres with no issues encountered and post dilated at 14 atmospheres with a 2.75 x 12mm non-complaint balloon. In the physician's opinion, the edge of the stent caused the dissection. The patient was stable post procedure.

Event description:
It was reported that a dissection occurred. The patient presented for a percutaneous transluminal coronary angioplasty of a de novo (progressive) lesion in the left anterior descending artery (lad). The lesion was predilated with a semi compliant 2.0 x 12 balloon. After the 2.75 x 48 synergy ii drug eluting stent was implanted, a dissection was noted at the proximal edge of the stent. Another 3.0 x 16 synergy stent was placed to treat the dissection. No further patient complications were reported.